Event description:
The doctor reported file separation with 3 cases. One case was referred and required an apico, the second case was filled successfully and in the third case the file was retreived. There was no report of injury to any of the patients. At the time of this report it was not known which file separated on which patient.